Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and abdominal pain on (B)(6) 2019 with blood glucose of 1058 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pen. Based on customer report customer did not allege insulin pump was under delivering. Customer experienced symptoms such as nausea. Customer stated auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.